Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. Per the event description, the most likely cause(s) for the reported failure can be attributed to user error, misaligned insertion.

Event description:
On 1/27/2023, it was reported by a sales representative via phone that an 8124-024 cn lock screw had an issue. During a proximal humerus fracture procedure on (B)(6) 2023, when the surgeon was trying to screw it into the plate inside the patient, it would not lock. The screw was removed in one piece, nothing broke inside the patient. Another screw with the same part and lot number was used. This one did lock and the procedure was completed successfully with no impact to the patient. The device was discarded, no pictures were taken.